Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed a wire break in the collision monitoring circuit of the collimator. As a result, this circuit and the collision warning were always active. Because of this, radiation was still possible, but only slow system movement was available. Fast motion/movement was disabled for safety reasons, which is a mitigation of the problem. A corresponding error message was displayed on the monitor for the operator. After repairing the wire break in the circuit on site, the system was again functioning as specified. The error has not been reported again. It was not possible to determine retrospectively what caused the circuit interruption, however, it is conceivable that mechanical force was applied to the affected wire. The frequency of occurrence was checked, and no error accumulation was found. A possible general error that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the collimator guard became active during a 360 3d. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.